Event description:
It was reported that pump date and time were frequently incorrect, cause was unknown. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to blood glucose.

Manufacturer narrative:
B5: replace b5 statement b5: replace b5 statement.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump date and time were frequently incorrect, cause was unknown. The customer reverted to an alternate method of insulin therapy. There was no reported impact to blood glucose.